Event description:
I put the freestyle libre 2 sensor on my mother in law's arm as I have for the past year but when it attached to her arm there was a sharp metal pin protruding from the sensor. I had to remove the sensor due to it being damaged and a safety issue. This caused significant skin tearing and damage to her arm as it was a new sensor with strong adhesive. It took almost 30 minutes to get it off completely with adhesive remover. After getting it off the needle was bent in her arm and the entire sensor fell apart. I had to take her to the doctor today to check the area on her arm because of the large red and raised contusion left from the sensor. I made the decision to try again with another sensor today and the same thing happened again. Luckily not as much damage occurred on the other arm. I did everything by the directions, in the correct area and used the correct amount of pressure. As stated, I have been replacing them every 2 weeks for about 1 year and never had this issue. There is some manufacture error or something wrong with the sensors. We have discontinued using this device now. I called the company who offered new sensors, and I had to be escalated to someone else to just get a refund. They were given the lot numbers and device information of both faulty sensors. Ref report: mw5165425.